Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial training, the ilet displayed an ¿error unable to proceed check alerts¿ message after a rewind attempt, with no alerts visible; repeated attempts and a factory reset did not resolve the issue, and the user was transitioned to a backup device. Symptoms included no reported adverse health effects. Outcomes included replacement of the device and continued therapy on the backup unit without clinical sequelae. Investigation included device troubleshooting and review of device behavior during start-up and rewind. Investigation of the returned device revealed a malfunction consistent with a restart or operational failure, potentially related to a stalled insulin motor event, necessitating device replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction with an undetermined root cause pending return analysis.